Event description:
It was reported that the customer alleged ¿cartridges not reading correctly¿. There was no adverse impact to the customers' blood glucose levels. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.